Event description:
(B)(4) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to st elevation myocardial infarction (stemi) and was referred for cardiac catheterization which revealed four target lesions. Target lesion #1 was located in the 1st diagonal artery with 90% stenosis and was 30 mm long with a reference vessel diameter of 2.25 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.25 x 32 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was located in the proximal left circumflex (lcx) artery extending to the first obtuse marginal (om1) artery with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.25 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.25 x 12 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. Target lesion #3 was located in the first right posterolateral (rpl) artery with 80% stenosis and was 14 mm long with a reference vessel diameter of 2.25 mm. Target lesion #3 was treated with direct stent placement using a 2.25 x 16 mm promus element¿ plus stent resulting to 0% residual stenosis. Target lesion #4 was located in the right posterior descending artery (pda) with 90% stenosis and was 18 mm long with a reference vessel diameter of 2.25 mm. Target lesion #4 was treated with direct stent placement using a 2.25 x 20 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented due to coronary artery disease and was hospitalized on the same day. Cardiac catheterization was recommended. The following day, coronary angiography revealed 99% in-stent restenosis (isr) of the previously implanted 2.25 x 32 mm promus element¿ plus stent in the first diagonal artery which was treated with balloon angioplasty and placement of a 2.25 x 32 mm promus element¿ plus stent resulting to 0% residual stenosis. On the same day, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Complainant name: (B)(6) hospital. Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).